Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by baxter employed health professional of a patient who made a mistake/ break in aseptic technique and peritonitis coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, during a call with baxter customer service, the following was reported. On an unreported date, the patient began pd therapy. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for the event. Cause of peritonitis was patient made mistake/ break in aseptic technique. Treatment rendered was vancomycin injection 1 gram (frequency not reported) and meropenem injection 500mg one exchange per day. Dianeal therapy was ongoing. Outcome of peritonitis was unknown. It was not reported if the patient was retrained on aseptic technique. It was unknown if the event was related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, pharmacovigilance (pv) india received the following additional information regarding the peritonitis event from the health care provider. The patient was retrained on aseptic technique. A causality assessment for the disposables was unknown. This report of use error - breach in aseptic technique is confirmed because the health care professional reported a break in aseptic technique by the patient described as patient made mistake. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.